Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 25mm mitral valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approx. 4 years and 3 months due to bioprosthesis degeneration leading to regurgitation. As reported, this patient experienced an endocarditis episode soon after valve implantation which was treated with antibiotics and resolved. As per medical opinion, the endocarditis could have contributed to early degeneration of this mitral valve. A 26mm transcatheter valve was successfully implanted within the surgical edwards valve using the transfemoral vein. The patient was noted as to be discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion codes.